Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illness and late onset seroma. H6 health effect - clinical code e2402: generalized illness. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 39-year-old female patient who was previously implanted with unknown mentor gel breast implants in 2016 was diagnosed with left-sided breast implant-associated anaplastic large cell lymphoma (bia-alcl) on (B)(6) 2023. Per the event description, the patient presented with bilateral seroma, possibly related to bia-alcl. In addition, since the implants were placed the patient reported experiencing hair loss and loss of nails. The patient underwent bilateral breast implant removal surgery on (B)(6) 2023. A copy of the patient¿s surgical pathology report was provided. It reads as follows: diagnosis: 1. Product of capsule resection of the right breast peri-implant: -wall of connective tissue with moderate fibrosis, mild chronic inflammation, synovial metaplasia, and isolated foreign body type multinucleated giant cells; compatible with a peri-implant capsule. 2. Resection product of the left breast peri-implant capsule: -wall of connective tissue with moderate fibrosis, mild chronic inflammation, synovial metaplasia, and isolated foreign body type multinucleated giant cells. -isolated large cells of atypical appearance with cd30+/cd43+/ tia-1+ expression. These cells could correspond to implant-associated anaplastic large-cell lymphoma. They superficially infiltrate the capsule and according to the 2019 nccn guidelines for this entity, the classification of the tumor would be compatible with t2 according to the tnm staging system. 3. Liquid cytology, right and left periprosthetic seroma: -protein background with few lymphocytes and reactive synoviocytes. -compatible with seroma. -no neoplastic cells or microorganisms are identified. Immunohistochemistry results: cd30: positive; cd68: positive, macrophages; cd43: positive; ema: positive; tia-1: positive; cd4: negative; cd8: negative; alk-1: negative. Per the information received, the patient had mentor implants at the time of bia-alcl diagnosis, but the patient¿s previous breast implant history is unknown. The file will be re-reviewed if additional information is received at a later date. This report is for the right side device.